Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provision of 21 cfr, part 803. The report may be based on the information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). Investigation summary : no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot : null. Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The literature article entitled, "primary and revision total hip replacement using the robodoc system" written by william l. Bargar, md, andre bauer, md, and martin borner, md published by clinical orthopaedics and related research was reviewed. The article's purpose to report on combined experience of the us FDA trials and german use of a computer aided system to implant depuy and non depuy hip implants. It is noted that the german trials utilized all non-depuy. The two groups were patients who had the robodoc system perform implantation verse a control group of standard surgeon controlled procedures for tha implants. Depuy products utilized: aml tha system, bearings are unknown. Adverse events: intraoperative fractures, loose aml stem at porous coating, dislocations, dvt, pulmonary embolism, partial sciatic nerve palsy. The article does not provide information on interventions provided for adverse events.